Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Customer received 3rd party assistance from wife who provided carbs to help get bg up. The customer declined troubleshooting from tandem technical support so further information was not available. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. The customer declined troubleshooting from tandem technical support so further information was not available. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.